Event description:
It was reported that the patient underwent a spinal MRI. Following the MRI, the patient experienced intermittent chest pain and discomfort. When the patient presented to the hospital for follow up, loss of capture on the lv lead was observed. The physician suspected the device malfunctioned due to the MRI exposure. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported capture anomaly was confirmed in the laboratory via review of programmer printouts. The device was tested using automated test equipment and was found to be normal. No device anomaly was found. The cause of the field observation of a capture anomaly could not be determined.